Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿image flickers¿ occurred because communication failure occurred due to faulty cable (internal disconnection and the like). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus requested additional information regarding the procedure; no further event information could be confirmed by customer. The device was returned for evaluation. During testing, the reported issue was confirmed; the device relayed a flickering image due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head showed a "messed up" image. The customer reported the issue was detected during a procedure and the procedure was successfully completed with a similar device. The customer confirmed there was no delay and no extension of procedural time. The customer reported there were no adverse effects to patient.